Manufacturer narrative:
The company service representative examined the system and could not confirm or replicate the reported event. As a preventive measure, the company service representative adjusted the pressure-reducing valve. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported they were unable to infuse the silicone oil. Additional information has been requested.